Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the customer bumped into a bench and consequently the touch screen became shattered and unresponsive. There was no adverse impact to customer's blood glucose . The customer reverted to an alternate method in insulin therapy.